Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.

Manufacturer narrative:
It was initially reported to abbott a patient¿s ipg was at its end of life. However, per the communication hub, the device became inoperable following an unrelated surgery. The system had not been placed in surgery mode. The rep was unable to recover the device. On (B)(6) 2023, the rep reported the patient did not want to undergo replacement surgery at this time and requested the record be closed. A review of documentation supplied with the implant states that electro-surgery devices should not be used near an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.